Event description:
It was reported that on (B)(6) 2026, the patient with diabetes contacted the distributor call center to report an infusion-set issue involving tubing that snapped off at the infusion-set end of the luer lock, which required replacement of both the infusion set and cassette in order to resume insulin delivery. Follow-up confirmed that a prior callback attempt had been made, and it was explained that contact may not have been successful due to limited reception while the patient was at work. The patient retained the broken infusion-set component but did not retain the cassette, and no damage related to moisture, leaking, shipping, dropping, or impact was identified. It was confirmed that the damage was not identified prior to use. Return and replacement processing was completed for the affected infusion-set component. The event occurred during infusion. The operator of the device was the lay user or patient. There was no patient injury. The patient is a non-hispanic/latino, 56-year-old female, weighing 147 lbs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.